Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
An investigation has not been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc. )/patient habits (e.g., smoking), implant implantation and removal date, and reason for implant removal. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that a patient experienced a dental implant loss with no further information on the issue.